Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the device was in backup vvi mode. The patient had experienced fatigue and it is unknown if it is unrelated to this event. The patient was brought in into the clinic and the issue was resolved with a device download. The patient condition was fine after the procedure.